Event description:
The customer reported h&h (hemoglobin & hematocrit) check failures were generated for several patient samples when using the unicel® dxh 800 coulter® cellular analysis system. The system also generated an error condition of partial aspiration flags. H&h check is an operator-defined message that prompts the operator to review test results. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument. Cause of the issue was unable to be determined. The fse replaced the rear blood detector and valve vl167 (for draining the dilution to the hemoglobin bath) to address the issue. Repeatability was performed with no issues. This MDR is related to two additional mdrs for the same issue on different dates: 1061932-2014-00910, 1061932-2014-00911, 1061932-2014-00912.